Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. No getinge service visit was required because the customer did not fully insert the unit into the cart which caused the issue. The customer re-inserted the iabp into the cart, and the iabp now works on ac power and charges the batteries.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was only running on battery. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.